Event description:
The facility representative reported a flogard infusion pump with failure code 94. It is unknown when this condition occurred. There was no report of patient injury or medical intervention related to the device. Patient involvement is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of "alarm f-94" was confirmed. Service determined that the cause was due to outdated main batteries. The main batteries were replaced to resolve the issue. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available,a follow-up medwatch will be submitted.